Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that approx. 9 months after the implantation the patient was admitted to the hospital due to arrhythmia storm. The same incident was also described as loss of capture after the device delivered many shocks consecutive to arrhythmic storm. Device was interrogated with results reported as abnormal. Re-intervention occurred on (B)(6) 2017 with this lead disconnected but not explanted. The medication was changed and the patient received 1 stent implanted. The patient was released from the hospital on (B)(6) 2017.